Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.

Event description:
The patient called to notify us that this system was explanted at (B)(6) hospital last year. The following physician's office has no information regarding the removal of this system. The explanting hospital would not return phone calls regarding this patient. Medtronic, boston scientific, st jude medical and sorin medical have no record of this patient. The date and cause of explant are unknown. This device was not returned and the location of this device could not be determined. Should additional information be received, this file will be updated.